Event description:
(B)(4). I started having severe sharp pains in my pelvic region, lower back pain, along with dizziness and fatigue. I have finally had a doctor who sent me for an ultrasound and it shows that coils have moved and are no long in the correct position and are the reason for the issues that I am having. I am currently waiting for a schedule date for a surgery to remove the coils and possible hysterectomy.